Manufacturer narrative:
B1 (is product problem) has been ticked. E4 (reporter also sent report to FDA?) Has been added. Ischemia: the cause of the injury was unable to be determined due to insufficient clinical details. Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was most likely due to pump was unable to be determined as limited clinical details were provided and no product was returned for review. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
An impella cp was inserted via right femoral artery in a 75 year old male who was admitted for high risk percutaneous coronary intervention. The patient¿s comorbidities were coronary artery disease and renal insufficiency. The patient¿s clinical state prior to initiation of support was scai stage a. The patient received support with the cp for the coronary angioplasty. One day post-procedure, pink-tinged urine was noted from the patient foley catheter. A bedside echocardiogram revealed the device was deep, as well sample labs had hemolyzed. The device was repositioned and the p-level decreased. On day two of support, the distal pulses of the patient's right leg were unidentifiable and duplex scan confirmed no distal limb perfusion. The device was explanted. Hemolysis and limb ischemic are a known potential adverse events of the impella cp per the instructions for use.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Hemolysis and limb ischemic are a known potential adverse events of the impella cp per the instructions for use.

Manufacturer narrative:
Updated information: b3 event date updated. D1 brand name updated.